Manufacturer narrative:
This MDR is being submitted beyond the required reporting timeframe due to delays associated with recent internal system changes. The delay was unintentional and has since been addressed through process and system updates to prevent recurrence.

Event description:
It was reported that the user received urgent low soon and urgent low glucose alerts with a glucose of 50 mg/dl on the ilet integrated with a g6 sensor and treated with oral carbohydrates. Customer care provided support included complaint intake, and provision of education on hypoglycemia treatment protocol to avoid overtreatment. Investigation of this case revealed that the event was consistent with hypoglycemia with an unclear cause, and device functionality issues were not confirmed. Symptoms included dizziness associated with hypoglycemia. Outcomes included self-management at home without medical intervention, with blood glucose increasing to 76 mg/dl by fingerstick and the user feeling better. It was concluded that the event was attributed to hypoglycemia of unclear cause with appropriate user education provided and no device malfunction identified. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.